Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-70 serial#: (B)(4) description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient was experiencing cramping at the peripheral cervical area. The patient underwent a lead revision procedure. The patient was doing well postoperatively.